Event description:
It was reported the customer received a low battery alert. The customer stated the insulin pump stopped working shortly after the alert occurred. It was found the customer's battery did not last for more than one week. The customer also declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.